Event description:
It was reported that during an implant procedure on (B)(6) 2022 that the physician was having difficulty implanting the right ventricular (rv) lead, the physician noted a contamination on the rv lead. Final attempt noted high defibrillation impedance, high capture threshold, and loss of capture on the rv lead. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. The patient condition was stable after the procedure.

Manufacturer narrative:
The reported events were high defibrillation lead impedance, failure to capture, inadequate capture, unable to implant due to a contamination. The reported events of high defibrillation lead impedance, failure to capture and inadequate capture were not confirmed. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.